Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the orvil was passed through the oral cavity and seated in the gastric pouch. One side of the suture was cut and clear tubing was pulled to release. Upon the release, the suture broke away from the clear tubing and remained attached to the post. The surgeon had to pull on the remaining suture to free it from the post, causing damage to the gastric tissue around the anvil post. Bleeding resulted. The suture was eventually removed with excessive tension. Bleeding occurred as a result of the retained suture cutting through the tissue surrounding the anvil post. A stitch was placed on the tissue to correct the tissue damage. The damage was not permanent. The patient is recovering fine.